Manufacturer narrative:
(B)(4).

Event description:
It was reported two days post procedure that the lead exhibited and increase in thresholds. That afternoon the surgical incision was opened and measurements were tested with the lead and were correct. The lead was inserted into the pulse generator and measurements were correct. A setscrew anomaly was suspected. The lead remained implanted.